Event description:
It was reported by repair work order that the brake indicator light was not functioning due to a damaged micro switch. No adverse consequence or clinically relevant delay in treatment was reported.